Event description:
On 11/13/1998, the nurse for the attorney contacted the manufacturer's customer service department and requested to speak to someone concerning this event. On 11/16/1998, the nurse for the attorney informed the manufacturer's representative of the following: the device was implanted on 12/07/1991. The device was found to be coiled and was no longer infusing. As a result, the device was explanted on 09/07/1994. The catalog/lot number and location of the device is unknown. The nurse for the attorney was requesting information (clinician's manual, patient's manual etc.) Regarding infuse-a-ports so they could evaluate if this patient had a case or not. The manufacturer's representative informed the nurse for the attorney that the manufacturer was aquired by another manufacturer in july 1997, and that she would have to contact the previous/current owner's legal departments regarding this incident. No further details are available.